Event description:
On (B)(6) 2023, patient attended first scheduled home hemodialysis training using a nxstage machine. Pre vital signs bp-190/103, pulse-88, temp-96.8. At approx. 1340 dialysis treatment was initiated with a use of car-172 dialyzer as prescribed. Within minutes the patient lost consciousness, and became pulseless. Normal saline administered, CPR initiated, 911 activated. At approx1347 patient regained consciousness, ems(emergency medical services) transported patient to hospital and later released. Car-172 dialyzer discontinued by physician. Car-172 dialyzer added as an allergy.